Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation evaluation: description of event: as reported, during transurethral ureteral/renal pelvis laser lithotripsy and stone removal, the basket wire of an ngage nitinol stone extractor, broke during the second stone removal attempt and the stone was unable to be removed. Another same device was used to complete the procedure. The procedure time was prolonged due to this occurrence and the basket wire caused harm to the patient's urinary tract tissue. Reported adverse effect to the patient was as followed: prolonged procedure time, increased anesthesia risk, and broken basket wire harmed the patient urinary tract tissue. The patient recovered normally after the procedure. Additional information was requested from the customer, but no response was received. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control (qc) procedures, as well as interview personnel of the device were conducted during the investigation. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no non-conformance's related to the reported failure mode. A review of complaint history records shows 3 other complaints similar with the complaint device lot. Two of the devices were not returned. The 3 complaints had similar reported issues; it is possible all 4 complaints reported from the lot are for the same issue. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling. The product IFU did not provide any information related to the reported issue. The complaint device was not returned. Based on the information provided and other complaints reported from the lot it was likely the shrink tube and glue that secures the basket to the basket sheath had not held the two components together. The basket assembly is manufactured by a supplier. The supplier has been informed to investigate the issue. Cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Correction: d9, h3. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
E1: address: no. 2, (B)(6). Phone: (B)(6). G4: PMA/510k # ¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during transurethral ureteral/renal pelvis laser lithotripsy and stone removal, the basket wire of an ngage nitinol stone extractor, broke during the second stone removal attempt and the stone was unable to be removed. Another same device was used to complete the procedure. The procedure time was prolonged due to this occurrence and the basket wire caused harm to the patient's urinary tract tissue. The patient recovered normally after the procedure. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Additional information has been requested regarding the patient. At the time of this report, no further information has been provided.